Event description:
It was reported that during follow up, high lead impedance was observed. The lead was replaced. No consequences for the patient was reported.

Manufacturer narrative:
The lead returned in several parts; the connector part was cut at 14cm, the lead body part (with svc shock coil) was 20.7 cm, the quad lumen tubing part was 3.1 cm, the inner coil/ ptfe tubing parts were 13.6 cm, two cable parts was approximately 24 cm. The helix/ rv shock coil portion was not returned. The lead body part was returned without the inner coil. The proximal end of the part was cut and the distal end was internally abraded with externalized cables at 18.7 ¿ 20.7 cm. The quad lumen tubing part fitted the distal end of the lead body part and was also internally abraded from the cables on the whole length of the part 0 - 3.1 cm. The insulation between the cable lumen and the inner coil lumen was breached on both parts. The inner coil and ptfe tubing parts distal end was cut, at 9.2 ¿ 10.5 cm from the distal end of the part the inner coil was fractured at several places and the ptfe tubing abraded. External abrasion on the outer insulation due to friction to can was found on the is-1 leg 5 ¿ 6.5 cm from the connector end. The metal wires of the outer coil were exposed at the same area. X-ray inspection of inner coil ptfe tubing part found the inner coil fractured at several places at 9.2 ¿ 10.5 cm from the distal end.